Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a few hours post implant, intermittent periods of asystole due to pacing inhibition caused by crosstalk were observed. The patient was pacemaker dependent. Undersensing of atrial fibrillation led to atrial pacing which resulted in inhibition of ventricular pacing. The physician reprogrammed the device to vvi due to the patients persistent atrial fibrillation.